Manufacturer narrative:
The returned ht70 ventilator was evaluated for the reported &quot;unresponsive down arrow&quot;. The top membrane and overlay were replaced to resolve the issue. (B)(4)

Event description:
Covidien received information stating that an ht70 ventilator&#39;s down arrow button, on the panel, was unresponsive. There was no patient involvement reported.